Manufacturer narrative:
The reported problem with the ventilator failed the internal leakage and flow transducer tests during pre-use check were confirmed by our field service engineer (fse). Device logs were saved and sent for evaluation. According to received information the fse found water in the air gas module. No part has been received for technical investigation. The received device log files confirm the event. It¿s our conclusion that the moisture in the air gas module has caused the reported failure. The most probable source of water into an air gas module is moist air from the hospital's external compressor. Our service engineer found a broken drainage valve on the hospital external compressor, which was probably the root cause. According to the user´s manual, maximum levels of water, (h2o less than 7 g/m3) in the supplied gases to the ventilator must not be exceeded. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).